Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the touch panel to the unit was not operating properly. To resolve the issue, the technician reconfigured the control settings on the touch panel monitor. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure their hexavue custom room rack was not displaying images. No report of injury.